Event description:
It was reported that the device had just been changed the day before. The device was on it's third use. The device looked to be intact on inspection prior to insertion, and it was found damaged within 24 hours. The device was changed again as soon as the damage was discovered. A picture was sent in from the customer showing possible chipping of the trach ties. Exact "damage" has not bee communicated.

Manufacturer narrative:
D4: lot number, expiration date, h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: additional information is provided for d.10, h.2, h.3, and h.6. Two samples were received for evaluation. Visual inspection detected that the flange was damaged in both samples. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be user interface. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com